Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, a supplemental is needed for a correction to codes.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to the receiver perpetually rebooting. A receiver boot test was performed and failed due to the receiver perpetually rebooting. Functional tests were not performed due to the receiver perpetually rebooting. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver perpetually rebooting.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that low vibration output was reported. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.